Event description:
Patient reported that their blood glucose has been elevated (250-500 mg/dl) since july 2004. Patient alleged that the device was at fault for high blood glucose. Patient self-treated by bolusing.